Event description:
I've been using amo complete moisture plus contact lens solution. Last week, my right eye got very sore and red. I had to discontinue using my contact lenses for about four days. When I put them back in, my eye started acting up again. Today, I heard on the radio about the recall of the product. The lot # of the product is abo3702. Used three months.